Event description:
This is a spontaneous report by a patient from the USA of peritonitis. On an unreported date, the patient began treatment with dianeal pd4 1.5% and dianeal pd4 2.5% intraperitoneally (ip) for peritoneal dialysis (pd). The patient did not wear a mask while performing therapy and did not clean the exchange area before starting therapy. The patient was not hospitalized for this event. The patient is recovering and pd therapy is ongoing. No further information was given at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient described as patient did not wear a mask and clean the exchange area before starting pd (peritoneal dialysis). The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.